Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Update (B)(4) 2017. Medical records reviewed. Primary operative notes (B)(4) 2013 indicate the patient received a left total knee arthroplasty due to left knee degenerative joint disease. Operative notes also indicate that during the procedure a 1mm displacement crack at the level of the lateral femoral condyle was sustained that propagated to the anterior femoral cortex and produced motion of the entire lateral femoral condylar component. Therefore, reduction and fixation of the lateral femoral condyle with a single screw and washer was obtained successfully. Post-op x-ray reveals satisfactory immediate postoperative findings. Revision notes were not provided within these medical records. Please note, some sections of the medical records were not readable due to poor quality of the copy. Also note, the patient received a right primary depuy total knee as well, within the medical records there is not an indication of deficiency of the right total knee arthroplasty.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient has an attune knee implant and was told that she needs revision surgery. Update june 8, 2017: voice call conducted with patient. Information extracted mentioned patient was revised to address loosening.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.